Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 2.50mm x 30mm emerge¿ balloon catheter was advanced for pre-dilatation. On the first inflation, the balloon was inflated at 8 atmospheres. On the second inflation, the balloon was inflated at 12 atmospheres. However, on the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.50mm x 20mm non-bsc balloon catheter. No paitent complications were reported and the patient's status was stable.